Event description:
Revision surgery of a reflection liner was performed due to dislocation. The liner was replaced with a new one. The date of primary surgery is unknown.

Manufacturer narrative:
Fields updated.